Event description:
According to the cardiologist's letter, the patient experienced sudden aphasia that continued for several hours. On august 2000, patient was evaluated by a neurologist who felt the patient had experienced a transient ischemic attack (tia) that was "emoblic in nature" and suggested aspirin and warfarin be added to the patient's medications. Since the tia, the patient has experienced "periods of intermittent dysphasia", "suffers mild memory defects", and has had an echocardiogram that revealed "mild" aortic regurgitation.